Manufacturer narrative:
The investigation into product malfunctions (cannula kink and delivery issues) has been completed. No product was returned. As per clinical, the impella rp pump catheter kinked during insertion in inferior vena cava and the pump was not able to advance past the right ventricle outflow tract (rvot) and pulmonic valve after several attempts. Second rp pump was also unable to be advanced after multiple attempts. The cause of the delivery issue was patient condition related due to catheter kinked during insertion and the rp device unable to advance past the rvot and pulmonic valve per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿.

Event description:
The user facility reported that after multiple attempts to place the impella rp, in conjunction with adequate wire purchase and buddy wire/catheter techniques, the initial rp could not be advanced and began to bow/kink in the ivc. This kinking became severe enough to restrict further use, and a second impella rp was opened for more attempts.